Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to suspected infection of sepsis. The organism had not yet been identified. Subsequently, the patient died. A cause of death was not provided. Follow-up attempts with the clinic resulted in no additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient died due to cardiac arrest, sepsis, and multiple organ failure.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.